Manufacturer narrative:
A philips field & remote service engineer spoke with the customer. Based on the information provided it was determined the speaker needs to be replaced. The customer was provided a quote for a replacement speaker assembly. No response was received from the customer and no replacement part was ordered; therefore, the root cause is unable to be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported the speaker of the intellivue mp2 is defective. It is unknown if the speaker produced audible sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.